Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon arrival the iabp was in hospital cart, device was not connected to a/c power, and was in hall outside biomed office with a red note on it stating ¿error, gas loss in iab circuit.¿ the iabp successfully completed all power on self-checks. The stm connected iabp trainer and known balloon and initiated pumping. Device successfully completed autofill process and pumped for 15+ minutes without any issues. Alarm logs revealed multiple gas loss in iab circuit, iab disconnected, no trigger, and augmentation below limit set point alarms. The stm did not detect any events within event logs related to ¿rapid gas loss while on a patient.¿ the stm completed a full pm, calibration, safety, and functionality checks per the service manual. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported while on a patient that a gas loss in iab circuit occurred on a cardiosave intra-aortic balloon pump (iabp). There was no patient injury or adverse event was reported.